Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 3,000 ohms and high pacing thresholds. A revision procedure was performed and the physician elected to leave the rv lead implanted and replace the patient's device as the battery life had reached middle of life 2. No adverse patient effects were reported. The lead remains implanted at this time.

Manufacturer narrative:
The rv lead remains in service and will not be returned to boston scientific, therefore, the clinical observation could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.